Event description:
A patient called lifecor customer support to report "an unusual occurrence this morning". The patient reported he took the lifevest device off for about 15 minutes, and when he put the battery pack back in, the device "kept doing strange things before it started working." The patient had already downloaded the device since the time of the event. A review of the downloaded data revealed several "overvoltage set" and "overvoltage cleared" flags during a declared arrhythmia. Two service codes were also present in the download. The patient's monitor was replaced.